Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was leaking with blood gas syringes that occurred, during patient use but no injury occurred.

Manufacturer narrative:
D1 - brand name, d4 - catalog number, and d4 - primary UDI number: corrected. H3 and h6. Codes: updated. Received for investigation: a bag containing one unopened, original package for product: 4646e, lot: 4467035. Note: the actual syringe and filter-pro device, used by the customer at the time of the complaint, was not returned for investigation. Visual inspection of the returned sample did not reveal any defects or anomalies. Functional testing on the received product could duplicate or confirm the complaint. The returned sample functioned as intended. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.